Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed champagne sized bubbles in the tubing between the luer lock and the pump. The customer's blood glucose level was 499 mg/dl. The customer administered a manual injection, changed the cartridge, and primed the tubing to remove the air bubbles. The customer resumed insulin therapy.